Event description:
Reported by the physician as: the band didn't inflate as it should. During the laparoscopic surgery by the use of methylene blue recognized a small hole in the tubing just 10cm away from the band. The tubing material was very hard and porous. A few centimeters to the band, the material seems to be ok. The physician decided to cut away the bad part of the tubing, and with a new access port, and a tubing kit he solved the problem. Because the physician wants to see where the hole in the tubing was, the physician broke the band at the place of the hole.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model, serial number, and event date. The information has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."